Manufacturer narrative:
Please see b5 for updated event description. The hospitalization, with health effect codes of polydipsia, discomfort, and fatigue was filed on MDR report# 3014585508-2026-06923-00.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 500 mg/dl (27.8 mmol/l) for an undisclosed time wearing the pod. The prestataire reported the patient experienced unexplained high bg levels with ketones greater than 5 mmol/l. On (B)(6) 2025, the patient was hospitalized for 1week. The patient symptoms included prolonged hyperglycemia, discomfort, intense thirst, and fatigue. The patient was treated with intravenous insulin and an insulin injection. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.